Event description:
Information was received that the ventilator had exhibited an odor of overheating during use. The unit was not in use on a pt therefore there was no pt involvement or harm. The distributor's service engineer performed internal inspection of the ventilator and reported a power supply component had evidence of overheating which appeared to have damaged the power supply. The service engineer replaced the power supply to correct the reported problem.

Manufacturer narrative:
Na